Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported patient faced three infusion sets fell off during use events between 24-april-2024 and 19-may-2024. The infusion sets was in use for 2 days. The blood glucose level at the time of event was 220 mg/dl. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.